Event description:
It was reported that the user was unable to extract the water from the catheter balloon. The user tried to add more water to the balloon and this too was impossible. The user then pulled the inflated catheter out of the patient naturally, and there was no medical intervention reported. The duration of usage was 14 days.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user was unable to extract the water from the catheter balloon. The user tried to add more water to the balloon and this too was impossible. The user then pulled the inflated catheter out of the patient naturally, and there was no medical intervention reported. The duration of usage was 14 days.